Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that lead dislodgement due to twiddler's syndrome was noted on x-ray. Lead re-positioning was unsuccessful, so the lead was explanted and replaced. Patient was fine.